Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 416-600 mg/dl which was attributed to an irregular schedule and not properly testing the bg. A bolus via the pump and water was consumed to address the bg. The customer reported to have received an occlusion alarm. The customer had cleared the alarm and resumed insulin delivery. Boluses were delivered without the alarm reoccurring. The customer declined tandem technical support's offer to troubleshoot. Reportedly, the customer changed the cartridge and infusion set later in the day.